Event description:
It was reported the system went into overheating safety mode and would not perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.